Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. This report is a follow-up to medwatch #5083609.

Event description:
Procedure performed: esophagostomy. Limited information available at this time. The blue atraumatic pads are falling off of the jaws. The pads were retrieved out of the patient. The entire pad detached from the jaws. Did not know how the grasper was being used at the time of the incident. Did not know how the procedure was completed. Product was discarded. Additional information received via email on (B)(6) 2019 from account manager: the case was on (B)(6) 2019. It was an esophagostomy by [doctor]. It was used to grasp and the blue pads came off the grasper and one of them could not be found. They did have to use another grasper. Additional information mw5083609 was received via mail on (B)(6) 2019 from the FDA: mw5083609. Event date: (B)(6) 2019. C4120 lot number 1340949. Device not available for return. Event description: during a robotic esophagectomy with gastric pull-up case, an applied medical grasper malfunctioned. The two blue fabric pads on the instrument came off into the patient's abdomen. One pad was easily found. The other was either flushed out or remains (non-radiopaque and not visible on x-ray taken). Patient status: fine. Type of intervention: they did have to use another grasper.

Event description:
Procedure performed: esophagostomy. Limited information available at this time. The blue atraumatic pads are falling off of the jaws. The pads were retrieved out of the patient. The entire pad detached from the jaws. Did not know how the grasper was being used at the time of the incident. Did not know how the procedure was completed. Product was discarded. Additional information received via email on (B)(6) 2019 from account manager: the case was on (B)(6) 2019. It was an esophagostomy by [doctor]. It was used to grasp and the blue pads came off the grasper and one of them could not be found. They did have to use another grasper. Additional information mw5083609 was received via mail on (B)(6) 2019 from the FDA: mw5083609. Event date: (B)(6) 2019. C4120 lot number 1340949. Device not available for return. Event description: during a robotic esophagectomy with gastric pull-up case, an applied medical grasper malfunctioned. The two blue fabric pads on the instrument came off into the pateint's abdomen. One pad was easily found. The other was either flushed out or remains (non-radiopaque and not visible on x-ray taken). Patient status: fine. Type of intervention: they did have to use another grasper.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.